Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and was torn during implantation. The lens was implanted and removed without patient injury. The model and lot numbers of the cartridge and injector use during surgery were unknown.